Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient woke up around 7:00 am feeling unwell. The cgm value was 5.1 mmol/l and the bg finger stick was 2.1 mmol/l. The patient got up, fell off the bed and hit her head against the nightstand. Although she did not lose consciousness, her husband called emergency medical services (ems) and she was transported via ambulance to the hospital for evaluation. She was treated for a headache with paracetamol (unknown quantity) and given a neck brace. She was discharged late the same evening in stable condition. She was given instructions to rest at home and contact the healthcare personnel (hcp) if the headache persisted. After the event she felt well. Her medical equipment includes diabeloop, an accu-chek, and an insight insulin pump. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.